Event description:
Boston scientific received information that during a routine device replacement procedure, this left ventricular (lv) lead exhibited loss of capture (loc) at maximum outputs. The physician observed that the lead had dislodged. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted dried blood/body fluid in the lumen, electrocautery damage was noted in several locations in the lead insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the electrocautery damage. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Manufacturer narrative:
A request was made for the return of the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.